Event description:
The physician reports explanting the crystalens secondary to the patient's complaint of dysphotopsia, especially in photopic conditions. The patient is reported as good post lens exchange. Additional information has been requested.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue.